Event description:
Customer reported being hospitalized due to high blood glucose levels. Prior to hospitalization, customer reports that she did not change her infusion set after the second high blood glucose level reading. Pump passed all troubleshooting tests during call and appeared to be functioning as designed.